Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada it was reported on (B)(6) 2026 that the patient developed an infection in his arm and was transferred to emergency room and was on ten days antibiotics. The concomitant medications included carbidopa, levodopa, domperidone, botox. No further information available.